Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the six steps of hand washing were not followed. On an unknown date, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm stat dose, discontinued, route and frequency not reported) and meropenum injection (1gm, discontinued route, frequency not reported) for peritonitis. On an unreported date, the patient began treatment with injection of tarcid (1 gm, ongoing, route and frequency not reported) and injection of cefepime (1 gm, ongoing, route and frequency not reported) for the peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient remained hospitalized and was not recovering from the event. It was reported that the patient has been retrained for proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow-up, it was reported that antibiotic treatment was stopped. The patient's pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient has been discharged from the hospital and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.